Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure using blower mister 5-pack, co2 and mist must be injected at the same time, but mist eruption does not work properly. Using the same product, the surgery is done well. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using blower mister 5-pack, co2 and mist must be injected at the same time, but mist eruption does not work properly. Using the same product, the surgery is done well. The hospital did not report any patient effects.